Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen 1000 mcg/ml at 140 mcg/day via an implantable pump. The infusion mode was continuous. It was reported that overinfusion occurred. During a refill procedure on (B)(6) 2020, the hcp was expecting a volume of 3.8 ml (as indicated by the clinician programmer) to be withdrawn from the pump. When emptying the pump, the volume was 0.9 ml. This phenomenon was already observed during the last refill procedure in (B)(6) 2019 [no further date specified], where they also withdrew 0.9 ml when expecting 3.8 ml. The physician suspected a malfunction of the pump and asks if this difference of 1.9 ml was normal. To ensure a proper emptying of the pump, the physician performed a refill with 5 ml of physiological serum and emptied the pump again; the same volume was withdrawn from the pump. The physician would ask the patient to come earlier than planned to the next refill appointment (3 weeks before) to prevent a possible withdrawal event if ever the pump became empty earlier than expected. There were no external factors reported. No [further] troubleshooting was performed. Surgical intervention did not occur and was not planned. It was unknown if the isse was resolved. However, the patient's status was alive - no injury. The patient¿s medical history included cerebral palsy. Information regarding the patient¿s weight and other medications was unavailable.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that it seemed that during the refilling, the syringe was in the reservoir, and the volume discrepancy was out of specifications (+/- 14.5%). It was noted that the physician used some physiological solution to adjust the concentration of the baclofen. Another refill was performed on (B)(6) 2020, and no discrepancy superior to 9% between the expected and emptied volume was observed. The manufacturer representative stated this case could be considered ¿closed¿. The exact date of the (B)(6) 2019 refill was unknown. It was further reported that the actual reservoir volume (arv) and expected reservoir volume (erv) from the (B)(6) 2019 refill were unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.